Event description:
Item information: tube trach bivona cfls flxtnd stflg ped 3.5, item ID 60pfss35. Manufacturer: ICU medical. On (B)(6) 2026, patient family completed regular trach change per care plan. Evening of (B)(6) 2026, patient was on the floor and family noted her to be gasping/visible respiratory distress. Family investigated the trach and noted the wire coil on the inside of the trach was collapsed. Patient family completed emergency trach change. Patient maintained o2 saturations and returned to baseline. No lasting effects or higher level of care needed once trach change completed. Z93.0 tracheostomy status, z99.11 dependence on ventilator, p27.1 bronchopulmonary dysplasia origin in the perinatal period.